Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Country of occurrence rule out: this complaint is not being reported to the country of occurrence because the country of occurrence does not currently have regulatory vigilance reporting requirements for medical devices.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the keypad cover was intact. The ok keypad button was intermittently responsive. The keypad cover was opened to find a damaged ok button contact. Unrelated to the original complaint, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).